Manufacturer narrative:
This report is being submitted on 06/26/2024 as when the complaint was first processed the code "2pow3: power issue" was not a reportable event on 06/06/2023. Per intuvie complaint protocol this is now a reportable event. Due to intuvie complaint closing process the complaint was closed. The complaint record is now been reopened due to the device was returned for evaluation on 06/04/2024. There are no other complaints on this device. The pump was tested with the following testing protocol for battery and power complaints. It is noted that the pump was received without a battery in the pump, as the one used by the end user was not returned. A new battery was put into the pump in order to complete the test. A 100 ml infusion was ran on the pump using the end user's parameters of a 46 hour infusion. The infusion ran for 100 ml at a rate of 2.2 ml per hour. The infusion was successfully completed and the pump did not power off abruptly before finishing. The infusion was ran using an hs-008 IV cassette with lot # 2301005 and expiration date 02/01/2026. Functional testing did confirm the reported condition, device does not meet specification. This complaint has been reviewed, evaluated, and determined to be a part of CAPA. Reference complaint # (B)(4)

Event description:
On 06/06/2024, infutronix received a report from the patient stating they woke to a blank screen. Patient stated she went to the clinic and they reprogrammed her pump and sent her on her way (no battery was replaced that she is aware of). Patient is calling because the pump died again. Tech support attempted powering it back up only to find new infusion only...the pump has lost all its infusion parameters. Patient was instructed to power the unit back off and clamped the line. Tech supported instructed the patient to go to her infusion center to get the pump replaced. No patient injury/harm reported.